Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is 1 of 5. A DHR review was conducted with no discrepancies noted.

Event description:
While a customer was using a comfit super sensitive ear loop white mask, the office staff all broke out in itchy rash felt like fiberglass in mask. Five females were affected. No initial or follow-up treatment was provided to staff.